Event description:
It was reported that the user experienced sustained hyperglycemia after starting a new insulin pump and changing the infusion site, with glucose readings reaching as high as 382 mg/dl and trending down to 341 mg/dl despite announced meals and correction boluses. Supplies were inspected, and no defects were identified. No alerts or alarms were reported. The user experienced hyperglycemia without reported ketones, loss of consciousness, or other complications. The event was managed with ongoing monitoring at home, and no medical intervention or hospitalization was required. An investigation was conducted, including user coaching on troubleshooting steps and a review of pump use and supplies. Based on the user¿s report and inspection of consumables, no device malfunction or component defect was identified. The cause of the hyperglycemia could not be determined. Based on previously established findings for similar reports, the cause was concluded to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.